Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient lost balance and broke their knee and shoulder while wearing the lifevest. During a follow-up, the patient stated that his injuries are improving.